Event description:
Customer's dr called and stated that the customer's pump would not prime during the unit prime. After two tries no insulin exited. The customer stated that they know why they had high bgs. Pt did not know how to troubleshoot the pump and preferred to wait until their family were present. Customer's family member performed the initial prime during troubleshooting. They stated that after the initial prime the insulin continued to exit past the programmed delivery. They believe this was the cause of a prior hospitalization.